Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer passed away. The cause of death is unknown. It was reported that the customer was found in bed and was wearing the pump. According to the emergency response team, the customer had been deceased for a few hours.